Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to test for the time/clock anomaly due to the motor error alarm.

Event description:
The customer reported a motor error alarm, as well as the time and date being incorrect. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced.